Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead via fluoroscopy, resulting in failure to capture. During revision, the lead helix was unable to be retracted. The lead was removed and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. As received, a complete lead was returned in two pieces for analysis. The reported events of failure to capture and helix mechanism issue were confirmed. Visual inspection found an internal abrasion breaching the inner coil lumen proximal to the right ventricular shock coil. One etfe ring electrode cable coating and ptfe liner of the inner coil were breached in this location. The cause of failure to capture was due to the inner coil and one cable conductor exposed at the abraded location. The lead was returned with the helix retracted and clogged with blood/tissue. After cutting and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.